Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The patient was stable.

Event description:
New information received on (B)(4) 2021, indicates that the patient presented for a device explant. The device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Bpa was not confirmed by analysis. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.